Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600418 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the clip applier would not load properly during surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned applier revealed that the jaws of the applier are broken. The top jaw is missing. Biological material is present on the jaws of the device. No other defects or anomalies were observed. Reference files pic_anp1900045425 for investigation photos. Functional inspection was performed by attempting to engage the trigger using hand pressure. Once the trigger was engaged, no clips loaded into the jaws. There do not appear to be any clips left in the channel of the device. The device was disassembled and the internal contents were examined. It was confirmed that there are no clips remaining in the device. No errors in assembly were found. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The IFU also instructs the end user, "always check the alignment of the applier jaws before use, otherwise, patient injury may occur." Other remarks: a corrective action is not required at this time as the condition of the sample received and the time of discovery indicate that operational context caused or contributed to this event. The reported complaint of the clip not closing was confirmed based upon the sample received. The applier could not close clips as the top jaw was missing from the applier. In addition, the device was received with no clips left inside the channel of the applier indicating that the end user has fired all 15 clips. The IFU for this product instructs the end user "always check the alignment of the applier jaws before use, otherwise, patient injury may occur." At the time of manufacturing assembly, the auto endo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the auto endo5 with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event.

Event description:
Reported event: the clip applier would not load properly during surgery. The patient's condition was reported as fine.